Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty to remove and imaging loss appear to be related to operational context. In this case, it is likely that the patient¿s anatomical conditions caused the reported difficulty to remove and imaging loss. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, the following information was provided: the dragonfly opstar imaging catheter image was lost.

Manufacturer narrative:
A visual inspection, functional testing, and additional testing methods were performed on the returned device. The reported difficulty to remove and imaging loss were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to remove and imaging loss appear to be related to circumstances of the procedure. The optical fiber of the catheter was noted to be broken, which caused the reported imaging loss; however, there were no damages nor anomalies noted which could be attributed to the reported difficulty to remove the catheter. In this case, it is likely that the patient¿s anatomical conditions or the guidewire¿s condition which caused the optical fiber break and the reported difficulty to remove the catheter. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9: device available for evaluation corrected from no to yesh6: component code 4755 was removed h6: type of investigation code 4115 was removedh6: investigation conclusions code 50 was removedh11: additional manufacturer narrative: revised

Event description:
It was reported the dragonfly opstar imaging catheter was to be used in an unspecified lesion. However, the imaging catheter was difficult to remove due to the anatomy and there was no information, a possibly indication of imaging loss. Therefore, the imaging catheter was removed and the procedure completed without using a replacement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.